Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was stroke. The caller noted that the customer became ill on (B)(6) 2015; had diabetic ketoacidosis and had a heart disease. The customer was on a defibrillator. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the insulin pump had been disconnected at the time of hospitalization. The caller did not know whether that customer used sensors or not. The customer was not wearing a sensor at the time of death. The caller sated that the insulin pump is not available for return because it was taken by someone at the hospital. The insulin pump information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.